Manufacturer narrative:
The electronic logbook was available for the investigation. The relevant procedure was started on (B)(6) 2024 at 13:35 in pressure mode. The last device self-test (post) was successfully completed at 7:08 on the same day. The subsequent ventilation provided constant airway pressures around 20 mbar with a peep of 10 mbar and a resulting vte between 400 and 500 ml. The data in the device logbook (entries 16.1910 - additional apnea info) show that the lower alarm limit for the airway pressure was set to 9 mbar by the user. A peep setting of 10 mbar can be derived from the measurement data. This means that the airway pressure was also at or above the set alarm limit at end-expiratory pressure. The device therefore has the specified continuous. Aw-druck and druck apnoe alarms. The alarm probably led the user to assume that there was a fault in the automatic ventilation. However, the alarms are due to the lower alarm limit setting for the airway pressure (paw) being too low. The investigation revealed no evidence of a device fault. The case is therefore finally assessed as non-reportable.

Event description:
It was reported that the automatic ventilation failed during use. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the automatic ventilation failed during use. There was no patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.